Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased and died approximately six weeks post implant of the cardiac resynchronization therapy pacemaker (crt-p) system. The cause of death was provided as sepsis.the event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No additional information is available.